Event description:
It was reported that a homechoice device experienced an unspecified failure. Patient involvement is unknown; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a system error 2046 was identified during a review of the event history log. A sample was received for evaluation. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no issues noted. A visual inspection was performed. The cause of the condition was determined to be the negative p tank. To correct the condition, the negative p tank was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.